Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that when he changed the battery, the pump was just blank and there was a line through the screen. Customer's blood glucose level was 138 mg/d. Customer stated that the battery compartment and the spring are corroded. Customer tested with a new aaa (B)(4) battery, but the display did not return. Customer removed the battery for 10 minutes and inserted the battery again, but the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for several days, no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.